Manufacturer narrative:
H.6. Investigation: one 3ml syringe (p/n 309657) inside of a partially opened blisterpak from batch #1120658 was received. The sample was visually evaluated and tested for leakage at the luer connection. No visual defects were observed on the syringe. The syringe also yielded acceptable results for leakage testing with none observed. The sample received was acceptable per product specification. Since no samples displaying the reported condition were received a potential root cause could not be defined and corrective actions are not necessary. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. H3 other text : see h.10.

Event description:
It was reported that syringe 3ml ll 200 s/c leaked. The following information was provided by the initial reporter: " wanted to clarify that customer reported that the leaks with max zero were happening with multiple syringes which actually included multiple syringe sizes."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 3ml ll 200 s/c leaked. The following information was provided by the initial reporter: "wanted to clarify that customer reported that the leaks with max zero were happening with multiple syringes which actually included multiple syringe sizes."